Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Concomitant products: 375 cc mentor memorygel breast implant (catalog #: 350-5375bc, serial #: (B)(4)). (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient who underwent a primary breast augmentation with a 375 cc mentor memorygel breast implant experienced postoperative right-sided grade IV capsular contracture, infection, and possibly a malignant lesion. The patient stated that she was diagnosed with mastitis on (B)(6) 2019, and had been treated with singulair, antibiotics, steroids, and massage. On (B)(6) 2019, she was diagnosed with the capsular contracture. Ultrasound performed on (B)(6) 2019 revealed that there was a lesion in her right breast, and she has another consult on (B)(6) 2019. The patient is planning on replacing the device after she confirms the device warranty status. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.